Event description:
The cause of the occipital hematoma was unclear but suspected to be due to hypertension. The patient experienced a headache with nausea and vomiting, as well as blurry vision. The patient was hospitalized, and their anticoagulation was stopped. Their hypertension was controlled, and neurology was consulted. The patient's symptoms were improving. They were to continue monitoring the neurological status of the patient along with escalation of blood pressure medications. They were to reinitiate the anticoagulation.

Manufacturer narrative:
B5: additional information h6: health effect clinical and health effect impact codes, updated no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was seen in the emergency department with an occipital hematoma. Their international normalized ratio (inr) was 1.91 and they were hypertensive 135/94. There were no ventricular assist device (vad) abnormalities per the patient. They were being admitted. Log files were sent for review. The event log file captured few low power advisory alarms all throughout the log file due to battery depletion (B)(6) 2024. At times the patient was waiting too long to replace the battery or waiting for advisory alarms to replace the battery. In addition, the event log file indicated that the patient didn't utilize the power module/mobile power unit showing that the patient was sleeping on battery power. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding and hypertension could not be conclusively determined through this evaluation. Evaluation of the submitted log files revealed no notable events, and the device appeared to operate as intended. To date, no further issues have been reported. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding and hypertension. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event